Event description:
Information provided states that the k-wire torqued at the notch causing the wire to break during the subtalar fusion. The shorter end up to the notch of the guide wire is still located interior of the calcaneus in the patient. The patient is stable and the remainder of the device was discarded.